Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The physician removed the device and deformation in the distal part of the stent struts was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier mr, ous, 3.0x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal stent strut damaged. The strut was lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The type of damage noted to the stent is consistent with difficulty during withdrawal of the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issued noted during analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The physician removed the device and deformation in the distal part of the stent struts was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.